Event description:
It was reported that the outer layer of the wire is peeling off. A rotawire ex support was selected for use. During preparation, it was noted that the outer layer of the rota wire is peeling off. The physician used a new one to replace this device and completed the atherectomy. The patient is not present on the time of event.